Event description:
Related manufacturer reference number: 2017865-2022-13046. It was reported that during a device upgrade procedure, it was discovered via x-ray that the right atrial lead and the right ventricular (rv) lead were both fractured. An increase in impedances was observed on the rv lead. Both leads were capped on (B)(6) 2022. There were no adverse health consequences to the patient.